Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported alarm, however, performance testing could not reproduce the reported alarm. The top case was replaced to address the failed lcd test. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to an intermittent connection between the battery and main circuit board. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a total power failure alarm and failed lcd test. There was no patient harm or a serious injury reported as a result of this incident.